Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple power system error alarms. Blood glucose level at the time of the incident was unknown. Customer states that his pump is going through batteries in a day. Customer stated that he previously called to report power system error detected and also states that the current power system error detected did not recur within a week of troubleshooting from previous occurrence. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.